Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep. Is reporting to us that during an arthroscopic meniscal repair with the use of 9 various degree omnispans for fastening, 2 of the nine devices; a 0 degree and a 12 degree needle, had the silicone retention tubing come off of the inserter needle and into the patient&apos;s joint space, possibly due to over-penetration. The surgeon was able to retrieve both of the silicone tubings, and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded at user facility. Also see associated MDR 1221934-2011-00235.